Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Lot number of device and further event info has been requested. Device labeling addresses the reported event of inflammation as follows: "adverse reactions are thos typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation and extrusion."

Event description:
Allergan rep reported after a bilateral mid-face lift using seri, it was noted "more inflammation than expected" and delayed healing. An add'l planned surgery has occurred to examine the implanted seri and take a biopsy.